Event description:
Customer reportedly received results of 166 mg/dl and lo within 10 mins on the active system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.